Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803 battery (voltage collapses under load) defective. Micro motor sm15746 (during the examination of your device we discovered residues of liquids or oil in your motor. Excess oil that remains in the contra-angle handpiece after care is the most common cause of this defect. Please check your care and cleaning process . ) malfunction. Foot control 82136 (interruption) defective. The supplied charger is not an original vdw charger and is therefore not suitable for the device. We are therefore offering you a new charger. Contra-angle handpiece 2036 (2010) without errors.

Event description:
In this event it was reported that a silver reciproc motor stops during use.